Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.

Event description:
It was reported that ipg was inoperable and programmer displayed "replace generator" error message. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.